Manufacturer narrative:
Concomitant medical products: syringe; huber needle with unspecified extension tubing, therapy date (B)(6) 2020. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Although requested, no additional patient details provided.

Event description:
It was reported that the maxzero leaked and splashed. The leak occurred while flushing a y-site port of a huber needle. It was reported that blood splashed from the connector and onto patient's face. It was noted that there was no delay or change in course of treatment due to the event. There was no intervention required. Although requested, no additional patient details were provided. The event occurred on unit 8tn.